Manufacturer narrative:
The information for this event was not provided to the complaint system until jan. 30, 2023. For this reason, the date of MDR submission is not within the 30 days of the date of awareness. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
The patient was a 75-year-old white female with stage iii copd. Fev1, 0.79 l 37% predicted; fev1/fvc 40; rv 3.58 l 159%. Her comorbidities included a history of atrial fibrillation, dyslipidemia, reflux; all on therapy and controlled. On (B)(6) 2022 she underwent bronchoscopy and chartis assessment demonstrating that she was collateral ventilation (cv) negative. 4 endobronchial valves were placed in the left upper lobe (lul). One valve was removed and replaced due to unsatisfactory positioning. Her immediate post-procedure chest x-ray showed complete lul collapse and no pneumothorax. Chest x-ray 1 hour later showed a large left pneumothorax. Chest tube was placed without difficulty and resulted in almost complete re-expansion. Air leak from the CT was present but not continuous. The patient was never in distress and felt well except for some minor pain from the chest tube. Subsequently bid chest x-rays were obtained daily. For the most part the pneumothorax was well evacuated, but air leak continued. Vital signs and exam were quite unremarkable. On the morning of (B)(6) 2022 the patient was found to be in distress and an emergent chest CT scan was performed which showed a large anterior pneumothorax (not apparent on plain chest x-ray) but no evidence of tension. A second chest tube was placed resulting in "significant " bloody output. The patient experienced a cardiac arrest, and a third chest tube was placed and an emergent pericardiocentesis performed on the consideration of possible chest tube trauma. There was no pericardial effusion/ blood, and the patient expired despite aggressive resuscitation efforts. The treating physician does not think that this death was caused by or related to the endobronchial valves. No autopsy was performed. The treating physician suspects that the large pneumothorax led to severe respiratory compromise which led to her cardiopulmonary arrest. It is unclear as to whether the second chest tube caused any intrathoracic trauma. Information for this summary comes from the treating physician's direct interaction with the patient and from the medical record.